Event description:
Reported oxygenator leaks to the MFR lead to a clinical protocol for checking for product leaks prior to utilization on a pt. During this check the oxygenator leaked and was replaced by another product.